Manufacturer narrative:
Zimmer biomet complaint: (B)(4). This report is being submitted late as it has been identified in remediation. Complaint sample was evaluated and the reported event was confirmed. The part was examined and found to have a broken washer at the proximal end of the shaft. The weld between the spring and washer was not completely around the part, and the spring was not ground per print. DHR was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a rotator cuff repair procedure, the black mamba instrument's trigger sticks and the front jaw did not close. The instrument was tested both with the cannula and on the back table. There was a five minute delay. No adverse events have been reported as a result of the malfunction.